Event description:
The consumer's husband alleges when the consumer was trying to sit down in the chair, the chair moved and pinned her left foot between the right side front caster and footboard up against the curb.

Manufacturer narrative:
No serious injury reported. User was reportedly transferring into their chair when the chair allegedly moved pinning her foot. Paramedics were called to asses the users condition, and they determined no serious injury. Nature of complaint suggests user did not power the chair off prior to transferring into the chair, and inadvertently engaged the joystick during their transfer. Current user guide covers this area. MDR filed as a conservative measure.